Manufacturer narrative:
Technician found bed at bed shop. Problem: head would not go up. Replaced CPR valve to solve this issue. Unit working properly.

Event description:
Complaint alleged that head of bed would not go up.